Event description:
It was reported that the ilet device was dropped, resulting in a completely shattered and unresponsive screen, and a replacement device was arranged after the user provided a photo and received return instructions and education on new device learning. Symptoms included no reported physiological symptoms or alarms. Outcomes included the need to replace the affected device. Investigation included collection of user-provided images and verification of use environment and handling. Investigation of this case revealed physical damage to the display/touchscreen consistent with accidental impact, with no indication of device malfunction prior to the drop. It was concluded, based on previously established findings for similar reports, that the cause was user handling leading to mechanical damage.